Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # va0kxfg, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that after the initial implant surgery, all of the incisions healed apart from the one on the left said as it kept d raining. Additionally, about one week after the surgery, the patient returned to the health care provider (hcp) to have the implantable neurostimulator (ins) turned on and she was told one of the wires on the top of her head was exposed and needed to be removed; e xplant took place on (B)(6) 2015. The device will be replaced on (B)(6) 2016. Additional information has been requested regarding cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report number 6000153-2016-00625.